Event description:
An initial event notification was received by sequel med tech, llc, on 14-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that at 06:30 on (B)(6) 2026, they performed an anticipated twiist cassette and cleo 90 infusion set change. The user placed the infusion site on their lower abdomen and later noticed that their sensor glucose reading was between 365-385 mg/dl after eating a high fat lunch. The user developed ketones and began vomiting, believing that the cause of their elevated glucose was a "bad site." The user administered exogenous insulin and changed their twiist cassette and cleo 90 infusion set at 18:15. Shortly after changing their site for the second time, the user noticed that the needle had detached from the connection portion of the infusion set. The user changed their twiist cassette and cleo 90 infusion set for a third time and administered more exogenous insulin, reporting small ketones at that time. On (B)(6) 2026 at 15:00, the user reported changing their infusion site and receiving a line blocked alarm approximately one hour later that they were able to resolve without a supply change. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Based on the information available for assessment, a correlation between the twist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Investigation is ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction as the user reported a "bad site" as the likely cause of their elevated glucose and subsequent symptoms, as well as a detached needle within the connection portion of the cleo 90 infusion set. The reported line blocked alarm could not be confirmed at this time. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Although a specific cause for the alarm could not be determined, the user successfully resolved the line blocked alarm with the same supplies, and the alarm did not recur. Based on the information available for assessment, a correlation between the line blocked alarm and the user's symptoms could not be confirmed. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Manufacturer narrative:
Follow-up to MDR 3016798778-2026-00025, submitted on 13-feb-2026. This submission provides information obtained on 27-feb-2026 through an investigation of log data. Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Review of log data confirmed the reported line blocked alarm, consistent with occlusion-like behavior. The data leading up to the alarm is not indicative of any functionality issues with the twiist pump or cassette. Although a specific cause for the line blocked alarm cannot conclusively be determined as there is no product available for investigation, this event is not being reported to the FDA as a device malfunction as the user reported a "bad site" as the likely cause of their elevated glucose and subsequent symptoms, as well as a detached needle within the connection portion of the cleo 90 infusion set. Furthermore, the line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Additionally, log data indicates that the twiist aid system adjusted the user's basal rate as expected with input from the user's abbott freestyle libre 3 plus continuous glucose monitor (cgm). The delivered volumes matched the owed volumes of insulin throughout the timeframe of the event, indicating that the twiist aid system functioned as intended. The current version of the twiist aid system user guide provides information about system alarms and the recommended actions associated with them, including the line blocked alarm. This guide also instructs the user to have a backup insulin therapy available at all times. ICU medical was notified of this event per an established quality agreement. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation. ----------------- based on the investigation results detailed in h11, this follow-up report contains updates to section d4 to include the model number and UDI of the twiist cassette. The codes in section h6 were also updated to align with the investigation results.